Manufacturer narrative:
Medical records have been reviewed by the post market clinical physician. This is not a serious injury which could be attributed to the use of the peritoneal dialysis cycler. Pt has a history of coronary artery disease, requiring 5 vessel coronary artery bypass graft. Pt returned to the hosp with isolated right pleural effusion and symptoms consistent with decompensated cardiomyopathy. Pt required a chest tube placement for drainage. The investigation does not reveal the nature of the pleural effusion (exudative or transudative) or the ejection fraction on this pt. There is no complaint about the use of the cycler, the cycler has not been returned, and there is no investigation on the cycler leading to the conclusion that the cycler preformed as designed. This hospitalization for pleural effusion and congestive heart failure in a pt with known coronary artery disease status post coronary artery bypass graft was not caused or contributed by use of the peritoneal dialysis cycler, and therefore, this event is not considered reportable in post market clinical physicians opinion. This report is being reported fo fulfill federal compliance requirements since the device investigation has not been completed.

Event description:
The following is based on medical records provided by the pt's treatment facility. The pt was admitted to the hosp from (B)(6) 2014 for right sided pleural effusion. The pt had previously underwent a coronary artery bypass graft in (B)(6) 2014. The pt presented to the emergency room on (B)(6) 2014, complaining of shortness of breath and dyspnea on exertion. She was admitted to the hosp with right sided pleural effusion. A pigtail chest tube catheter was placed with vascular interventional radiology and drained immediately approx 1300ml of serous pleural fluid. The pt was also treated with a decortication via a thoracotomy.